Event description:
It was reported that an ilet pump with serial number (B)(6) had a malfunctioning screen associated with a hairline crack, and a replacement was arranged with instructions provided for shutdown, data sync to the mobile app, return process, and restart on the replacement device. Symptoms included hyperglycemia with a reported glucose level of 300 mg/dl. Outcomes included patient use of subcutaneous insulin via pen and continued cgm monitoring with dexcom g7. Investigation included verification of device details and user education on device management and return. Investigation of this case revealed a broken or cracked display consistent with physical damage causing display malfunction and impaired usability. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.